Event description:
Patient reported defective supply of IV scig 36" 27g 9mm received with last shipment. Details of how supply was defective are unknown. No adverse effects or missed doses reported as a result. Unknown if specialist is aware. Unknown if patient still has defective supply on hand for return. No further information. Did the reported product fault occur while in use with the pt? Unk; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Unk; reported to (B)(6) by pt/caregiver.